Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 09-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain when walking') in a 41-year-old female patient who had essure (batch no. C61985) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (" lower back pain"), fatigue ("severe fatigue"), pudendal canal syndrome ("bilateral pudendal neuralgia with left predominance") and periarthritis ("frozen shoulder"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, fatigue, pudendal canal syndrome and periarthritis had not resolved. The reporter considered back pain, fatigue, pelvic pain, periarthritis and pudendal canal syndrome to be related to essure. The reporter commented: patient¿s current status: needed to remove implants and perform salpingectomy. She still has severe fatigue, pudendal neuralgia with left predominance which handicaps her daily. She wanted to die; it is still a nightmare being in a seated position. Her professional activity has been adapted, but she has taken a lot upon herself not to be declared handicapped. Lot number: c61985, manufacturing date: 2014-05, expiration date: 2017-05 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain when walking') in a (B)(6) female patient who had essure (batch no. C61985) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criterion medically significant), back pain (" lower back pain"), fatigue ("severe fatigue"), neuralgia ("bilateral pudendal neuralgia with left predominance") and periarthritis ("frozen shoulder"). The patient was treated with surgery (salpingectomy was performed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, fatigue, neuralgia and periarthritis had not resolved. The reporter considered back pain, fatigue, neuralgia, pelvic pain and periarthritis to be related to essure. The reporter commented: patient¿s current status: needed to remove implants and perform salpingectomy. She still has severe fatigue, pudendal neuralgia with left predominance which handicaps her daily. She wanted to die; it is still a nightmare being in a seated position. Her professional activity has been adapted, but she has taken a lot upon herself not to be declared handicapped. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.